Event description:
It was reported that a user experienced hyperglycemia after announcing a ¿usual for me¿ meal while at 50 mg/dl, resulting in the ilet delivering 0.0 units for the meal and subsequent elevated glucose with an upward trend to 287 mg/dl; the infusion set was reported intact, no alerts or alarms occurred, and education on ¿when in doubt change it out¿ and early algorithm adaptation was provided. Symptoms included hyperglycemia following a treated low. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no reported acute complications. Investigation included technical review through user interview, device use history review, and troubleshooting and education. Investigation of this case revealed that the system withheld meal insulin due to glucose below the insulin-delivery threshold, leading to postprandial hyperglycemia as the algorithm adapted. It was concluded that the event was consistent with use conditions and algorithmic safety behavior, with cause of hyperglycemia otherwise unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.